Event description:
It was reported that a patient received inappropriate therapy for supraventricular tachycardia. The inappropriate therapy was seen on a merlin.net transmission. Nonsustained lead noise was also observed due to mismatch between sensing in the near field and far field channels. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.